Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a small crack and water in it and now it was completely blank. The customer¿s blood glucose was 335 mg/dl. Customer was not felt well and does not want to proceed with the troubleshoot and just wanted to had the insulin pump replaced. Customer declined to troubleshoot the issue. The insulin pump will be returned for analysis.